Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of the driver was broken." It is unclear if there was any debris left in the patient.

Manufacturer narrative:
Please note the correction to h6 method code. The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the returned cannulated screwdriver tip is broken, from the shining surface of the tip, it can be stated that the fracture is brittle in nature and resulted due to the application of high torsional load. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The device was subjected to high torsional load if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the tip of the driver was broken." It is unclear if there was any debris left in the patient.